Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. The difficulty in device removal can be influenced by but not limited to manufacturing, user technique, and/or anatomical conditions. The vessel locator wings may have not collapsed fully, preventing the device from being removed easily. Each device is inspected for proper function including wing collapse as part of final inspection procedure. User manipulation during the deployment sequence may cause the device to grab tissue and prevent the device removal. Anatomical conditions like extraneous tissue may interfere with the deployment and catch the tube set and/or vessel locator wings (vlw) during deployment and prevent easy device removal. Distal bending forces may have been applied to the deployed vlw from interfering tissue that compacted between the distal end of the clip delivery tube. This condition may have inhibited correct vlw retraction into the distal end of the delivery tube after clip deployment and necessitated the use of the access port mechanism to assist with device removal from the anatomy. It was reported that the vessel was moderate calcified, which may have interfered with the deployment process. Instructions for use under precaution section states so not deploy the clip in areas of calcified plaque. Based on the procedures in place, the probable cause of the reported incident is related to the operational context of deploying the starclose device into a vessel of moderate calcium. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, the device was difficult to remove. The access ports were used to facilitate device removal. Manual arterial compression was applied to achieve hemostasis. A 7fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.